Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in ar, the dilator tip split. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the tip of the dilator split during insertion was confirmed. Returned was one dilator. The customer also provided a photo of the sample. The tip of the dilator was observed to be damaged with the unaided eye. Microscopic examination showed that the dilator tip was folded back on one side. There were white regions around the tip, indicating that it had been exposed to stress. The ID of the dilator tip could not be measured due to the damage to the tip. The instruction booklet provided with the kit describes an insertion procedure including the step to enlarge the cutaneous puncture site with the cutting edge of a scalpel prior to dilating. The customer did not report whether or not this step was performed. A review of the device history records did not reveal any manufacturing related issues. Based on the appearance of the tip and the report that it occurred during insertion, operational context caused or contributed to this event. No further action will be taken.